Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as:2134265-2015-07071 and 2134265-2015-06975. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the imaging catheter was not recognized. The ilab was then rebooted up and then the catheter was recognized. However, it was noted that the automatic pullback stopped during imaging. No patient complications were reported.